Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic procedure, while being applied at the lung lobe, the stapler can be fired but the instrument clamp was stuck in tissue but was removed "back to nail". They changed the "nail" to complete the case. There was no patient injury.